Manufacturer narrative:
Sections with additional information as of (B)(6) 2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-14: insufficient blood sample applied to strip (user). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer initially called for assistance with performing blood glucose test. Sister is calling on behalf of customer. During the call, a blood test was performed by the customer and produced e-2 error. At the time of the call, the customer reported symptoms of fatigue and increased urination. Customer stated she would go to the hospital due to her symptoms and no further information was able to be obtained.